Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message and inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was received and evaluated at zoll medical belgium. The customer's report was duplicated and attributedto analog board. The analog board will be replaced to resolve the report. The device will be recerrtified and returned to the customer once the repair estimate has been approved. Analysis for reports of this type has not identified an increase in trend.